Event description:
On (B) (6) 2010 - revision surgery to remove a peek cage that surgeon believes backed out of location.

Manufacturer narrative:
(B) (6). The design of the novel peek cage used in conjunction with the provided surgical technique would reduce the risk of this type of occurrence. A review of the trend data for the past 5 years revealed no other complaints of this nature reported.